Manufacturer narrative:
The investigation determined that a discordant positive ahbs result was obtained from a single patient sample as part of internal stability testing, using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. Relevant quality control data was not available, therefore the performance of the vitros ahbs reagent could also not be evaluated and a reagent issue could not be ruled out as a contributing factor.

Event description:
An ortho quality engineer obtained a discordant positive anti-hbs (ahbs) result from a single negative panel patient sample processed as part of routine stability testing, using vitros ahbs reagent in combination with a vitros 3600 immunodiagnostic system. The positive vitros ahbs result was discordant when compared to negative vitros ahbs results from repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant positive result was obtained as part of internal stability testing and was not reported from the laboratory. There was no allegation of patient harm as a result of the event. However, it cannot be concluded that patient samples would not be affected if the event were to occur undetected in a clinical setting. This report corresponds to ortho clinical diagnostics inc. Non conformance (B)(4).